Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: during investigation, the keypad was found to be undamaged with all buttons responsive. The keypad was opened to find no contaminants under the button contacts. The pump was opened, no intermittent conditions were found on the keypad flex connector.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 ¿ correction: the date of submission for the 3500a supplemental should be 08/16/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.